Event description:
Fatigue; chronic fatigue; thrombosis; diagnosed with autoimmune disease apls - phospholipid antibody syndrome; hair loss; vertigo; cognitive dysfunction; inflammation; low libido; slow healing of cuts; digestive issues; headaches; brain fog; memory loss; muscle and joint pain; bruising; ear ringing; sudden food intolerance; slow muscle recovery after activity; intolerance of heat and cold; anxiety and depression; sharp pain in the breast; heart palpitations; shortness of breath; pain and burning sensation; weight problems; feeling like I was dying; declining in vision; hypo thyroid symptoms; slow healing of cuts and scrapes; sore aching joints of shoulder, backbone and feet. FDA safety report ID # (B)(4).